Manufacturer narrative:
(B)(4). Batch # unknown. Photographic evaluation: this is an analysis of on photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the top view with the trocar partially extended and the anvil detached with a washer that appears to be uncut. In addition, a battery pack near the device was noted. The video shows a staple line on the tissue and the tissue is handled by the surgical instruments. At the 00:27 mark, a trocar passed through the tissue and it is removed. At the 03:23 mark the trocar passed through of tissue on the same area and the trocar is completed extended. At the 03:44 mark the shaft of the anvil could be observed passed through of tissue. At the 03:56 mark the anvil is inserted in the trocar and the trocar is retracted. Waster was added on the operation area. At the 09:34 mark bubbles were noted on the water. A device is introduced with a reload loaded, however, the device appears does not belong j&j. At the 15:08 mark the device was removed of tissue and the staple line was and cut line appears to be as expected. Based on the photo and video the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was fired by itself although the red safety was not released when the adjusting knob of the device (batch#:0200) was being rotated to attach the trocar to the anvil. The device was attempted to remove from the patient, then a firing sound was heard. When the device was checked, it was found the staples were deployed. The anvil in question was placed as it is, and the device was replaced to another one (batch#:0519), but the deployed staples were unformed. The gap setting scale marked in the middle. The device was used between the colon and the rectum. Leakage occurred. The target tissue was cut additionally, and a competitor device was used to re-anastomose. No further information is available.